Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the hysteroscope's ceramic tip was damaged. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over nineteen (19) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. The investigation was based solely on the information provided by the customer, since the device was not returned to olympus. Regarding the ceramic tip, it is assumed that the damage was thermally and mechanically induced. Olympus will continue to monitor the field performance for this device.